Event description:
The surgeon reported a corneal burn occurred. Additional information received from the surgeon stated the corneal burn occurred because of an irrigation failure. The system was checked by the company service representative. The surgeon has used the system with no problems reported. Additional information on the event and patient status has been requested.

Manufacturer narrative:
The company service representative examined the system and the phaco handpiece and could not duplicate the irrigation failure. The system was then tested and met all product specifications. The customer is sending the phaco handpiece for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 10/30/2009.